Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation? Yes. Returned to manufacturer on: 09-apr-2024. H6. Type of investigation: b17 "device not returned" was removed, and b03 "testing of device from same lot/batch returned from user" was added. Investigation summary: bd received five (5) samples and one (1) photo for investigation. The photo was reviewed and the indicated failure mode for poor gel barrier separation was observed. Additionally, the customer samples along with one hundred (100) retention samples from bd inventory, were evaluated by visual examination and no gel issues were observed relating to poor gel barrier separation as all samples met specifications. Complaints for sample quality are under statistical control for the month of november 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of poor gel barrier separation based on the provided photo only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes had improper gel separation. There was no patient impact.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes had improper gel separation. There was no patient impact.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes had improper gel separation. There was no patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd received 1 photograph from the customer in support of this complaint. Evaluation of the photograph indicated poor gel barrier separation. 100 retained samples were visually inspected, and no gel defects were found. Bd was able to duplicate or confirm the customer¿s indicated failure mode because the defect was evident in the attached photograph. Bd was not able to identify the exact root cause for the indicated failure mode. Complaints for sample quality are under statistical control for the month of november 2023. At this time, further testing is not indicated. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h.10.